Manufacturer narrative:
The initial 2247117-2014-00062 was filed on (B)(6) 2014. Corrected information (B)(6) 2014): the customer reported that the progesterone results were also low.

Event description:
The customer stated that the progesterone results were also low. It is unknown if the progesterone results were reported to physician(s).

Manufacturer narrative:
A siemens headquarters support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant, falsely low estradiol result is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low estradiol result was obtained on a diluted (1:3) patient sample on an immulite 2000 xpi instrument. The discordant result was not reported to the physician(s). The sample was then repeated neat, at 1:3 dilution, and at 1:5 dilution, all of which resulted higher. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant estradiol result.